Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The spinal needle, spinal needle 27ga 3.50 in, cannot securely fix to the syringe during drug administration, resulting in continuous leakage and causing the patient to receive an incomplete dose. Additional information as per the user's feedback, the syringe used was a slip tip syringe.